Event description:
It was reported by tm " customer is experiencing issue with the 3f introducer. Introducer bends and kinks upon insertion, resulting in unnecessary skin nick resulting in necessary bleeding. "

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.